Event description:
It is reported patient is experiencing connection problem with ipg. Company manufacturer met with patient and reported unable to connect using both cp and pc. Trouble shooting was unable to solve the issue. X-rays indicated that the implant depth is shallow. Next course of action is undetermined at this time.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D6 a-date of implant captured which was not entered in initial report.